Manufacturer narrative:
The cleartrace ECG electrodes were discarded by the end-user; therefore, an investigation on the suspect device cannot be completed. A review of the DHR / lhr, device history record / lot history record, for lot number 1103212 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The patient prepared the ECG site by cleaning the site with soap. The IFU, instructions for use, state, "for oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." The patient was advised by lifewatch services, inc., that the electrodes can be kept on for a couple days; however, the patient changed the electrodes on a daily basis increasing the likelihood of a mechanical skin irritation from too frequent removal and re-application. The patient also reported they removed the electrodes with a gentle tugging without assistance of any fluids. The IFU states, "to remove electrode, lift tab or edge of the electrode and peel back in a continuous motion. ... If the electrode is difficult to remove, use alcohol to moisten the adhesive-skin interface." There could be a multiple of possible causes for this complaint. One possible cause could be insufficient skin preparation resulting in trapped solvents or oil under the electrode. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Another cause of skin irritation could be the result of "gentle tugging" for removal of electrode instead of peeling the electrode back in a continuous motion as per the IFU. Furthermore, allergic reaction to gel component or adhesive could be a possible cause for this failure mode. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product. Biocompatibility documents noted that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, likely possibility of reaction due to manufacturing related issue is relatively low. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. Conmed is considering this complaint closed. Device not returned to manufacturer.

Event description:
It was reported, "patient complaint that involved conmed electrodes used in conjunction with the act sensor." The patient's cardiac monitoring enrollment period was scheduled for (B)(6) 2011 through (B)(6) 2011. The patient called to report skin irritation from the electrodes. The patient reported dry / peeling skin and red spots that turned into sores. There was no blistering, no bleeding and no fluid discharge associated with the skin irritation. Also reported itching / stinging / burning sensation. Lifewatch services inc. Had the patient complete a questionaire that was completed on (B)(6) 2011. The questionaire revealed that the skin irritation started approximately three and a half (3 1/2) weeks into the cardiac monitoring period (approximately (B)(6) 2011) and did not occur under all electrodes. The patient reported they had medium skin tone and dry skin. The patient also reported that she used body oil due to her dry skin; however, she did not use the oil under any of the electrode sites. The skin irritations varied from a size of the entire electrode down to the size of the metal snap of the electrode. Some of the irritations were solid red and some were rings of erythema. Patient discontinued the electrodes on (B)(6) 2011 and attempted to re-apply the monitoring device on (B)(6) 2011 yet discontinued due to burning sensation from the electrodes. Patient reported they had a telephone consult with a medical professional (nurse from cardiology office) regarding the skin irritations and the healthcare provider prescribed bactroban (antibacterial) ointment and prednisone (glucocorticoid) pills. Patient had not picked up prescriptions at the time of the survey and thus did not know the strengths or frequencies of the medications. The electrodes were not returned to lifewatch; therefore, the electrodes are not available for evaluation by conmed corporation.